Event description:
Advanced bionics was made aware that the patient's device was explanted due to a persistent hematoma.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The center reported that they do not have the device. The device will not be returned to the company. A review of the device history records was completed, and no anomalies were noted. This is the final report.